Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was part of a system revision due to pocket infection and fluid discharge. There were no additional adverse patient effects reported. The electrode was explanted.